Event description:
Related manufacturer reference number: 2017865-2023-20438, related manufacturer reference number: 2017865-2023-20439 . It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right atrial lead exhibited low impedance, no sensing, noise and capture intermittent. The right ventricular lead exhibited low impedance and noise. Leads appeared to potentially be clavicular crush. The pacemaker had a battery life drop; premature battery depletion was suspected. The patient was scheduled for a lead and pacemaker replacement. The pacemaker was explanted and replaced. The leads were capped and replaced on (B)(6) 2023. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received with normal telemetry and output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.